Event description:
Pt experienced a quarter-sized burn, allegedly caused by the handpiece, on the lower lip 3 - 14 days following dental treatment. It is unknown at this time whether any medical attention was administered, but based on medical judgement, if a burn did occur did not resolve in two weeks, the likelihood that the area was infected and would require treatment is high.